Manufacturer narrative:
The country of origin is (B)(6). On 30-dec-2019 the qc test had acceptable results. On 02-jan-2020 qc levels were slightly high and then on 03-jan-2020 the qc tests were out of the expected range. On 07-jan-2020 both qc levels were out of the expected range. It was noted that the customer used 13mm tubes, but that the required rack adapters were only used on 20% of the available racks in the laboratory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results, for one patient (two different samples) from the cobas 8000 e 602 module. Sample 1: the initial result was 73.55 u/ml. On (B)(6) 2020 the rerun results were 129.2 u/ml and 136.6 u/ml. The result of 136.6 u/ml was reported to the patient, but it was then noted that the first result of 73.55 u/ml was believed to be correct. Sample 2: on (B)(6) 2020 the initial result was 9.51 u/ml and the rerun result was 69.15 u/ml. On (B)(6) 2020 the rerun result was 75.00 u/ml. The rerun result of 69.15 u/ml was reported to the patient and was believed to be correct. On (B)(6) 2020 a secondary laboratory result was 20.5 u/ml. It was unknown which sample this result was from. The reagent lot number was 34729700 with an expiration date of 29-feb-2020.